Manufacturer narrative:
(B)(4). Please disregard initial report for MFR# 3004753838-2016-03076 as this is a duplicate report and all information in this report has been originally submitted under MFR# 3004753838-2016-95483.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The study coordinator did not report injury or medical intervention. No additional patient or event information is available.